Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the insulin pump suspended due to differences between sensor glucose and blood glucose readings. Sensor glucose value that triggered the suspend on low/suspend before low event was 69mg/dl and the blood glucose value associated with the triggered suspend event was 143mg/dl. The customer reported also receiving change sensor and calibration not accepted alerts. No harm to the customer requiring medical intervention reported. The sensor will not be returned for analysis.